Event description:
The customer reported to olympus, that when using an evis exera ii gastrointestinal videoscope. The air/water flow channel was clogged. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated. And upon estimation, the air/water channel was found to be clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to the air/water channel being clogged. Additional evaluation findings are as follows: the distal end plastic cover insulation had a megaohm value =0, the objective lens had peeling on the glue, the light guide lens had a crack and peeling on the glue, the customer label adhesive was dry on the control body, and the angulation was below standards. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be determined if the event was due to foreign material or a mechanical defect. Customer follow-up confirmed reprocessing was done properly. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.